Event description:
I purchased iheath covid 19 test kits from amazon. They put a sticker with an expiration date in the future (11/12/2022), over the expired expiration date (8/13/2022). I have pic if need be.